Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple attempts to perform the load step. During testing, the pump failed to recognize the cartridge during the load step. The force sensor calibration reading was low and not within specifications. The force sensor resistance reading was high and also not within specifications. The pump case was removed and contamination was found on the force sensor shim plate. The issue of the pump piston stopping before detecting the cartridge during the load step was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim with discolored text. Additionally, the battery compartment was observed to be cracked and the bolus button cover was punctured. A test battery cap was used to complete investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that the pump did not detect the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.